Event description:
It was reported that the system had some noisy signals in the electrograms. There was no impact on therapy. The clinic inquired if the secondary sensing vector was optimal. Later, the doctor explanted and replaced the electrode due to an advisory. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the polycin vorite cover of the sense b notch area. This crack extended into the insulation but not to the conductors. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had some noisy signals in the electrograms. There was no impact on therapy. The clinic inquired if the secondary sensing vector was optimal. Later, the doctor explanted and replaced the electrode due to an advisory. There were no additional adverse patient effects.